Manufacturer narrative:
Failure event observed during analysis. The middle portion of the lead measuring 52 cm, insulation, and 154 cm stretched outer and inner coils, was returned for analysis. Final analysis of the lead found an external insulation abrasion breaching outer insulation due to friction to another implanted device or feature of the heart was noted at 12.4 cm to 12.7 cm from the outer insulation at the proximal end, in the distal region. All other damages found were consistent with the surgical procedure.

Event description:
This report is to advise of an event observed during analysis.